Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 52 mg/dl at the time of the incident. Customer was treated with food. Trouble shooting for low blood glucose was declined. The customer reported that insulin pump had software error detected alarm in the alarm history. The customer stated they were able to clear the alarm and were able to complete the rewind process. The self test and fill cannula 0.2unit was passed. The device will not be returned for analysis.